Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left elbow shunt. The 5.0x20x40 sterling balloon catheter was advanced to the lesion and on the first inflation it ruptured at 6 atms after 5 seconds. The device was successfully removed from the patient and the procedure was completed with a 5x40mm sterling balloon catheter. No patient complications were reported and the patient's status is good.